Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on the bus. The customer attempted to recover the failed drawer; however, it continued to display as not detected. The device was rebooted, and a full power cycle was performed by unplugged the station for 10 minutes and reconnected it, but the issue persists and the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer bracket was failed. A field service engineer (fse) found that drawers 2.1 and 2.2 did not register as open, with the latch clicking multiple times. Verified that the latch sensors were seated properly, then reseated the sensor connections to the module controller. The system functioned as intended after the field service engineer repaired the device.